Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly, the pump battery could not be charged. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction bolus via pump. The customer reverted to an alternate method of insulin therapy. It was also reported that the insulin gauge was inaccurate. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.